Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-feb-2026.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 12-feb-2026. Device evaluation: the evolution esophageal stent system device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4). Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0061) lists ¿intestinal obstruction secondary to migration¿ and ¿stent misplacement and/or migration¿ as potential adverse events. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient¿s pre-existing condition or device related adverse event other possible root causes for stent migration include inaccurate measurement of the stricture, inadequate alignment of the stent to the vessel or insignificant obstruction. Also, as previously mentioned, ¿intestinal obstruction secondary to migration¿ and ¿stent misplacement and/or migration¿ are listed as potential adverse events in the instructions for use. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 32 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this complaint was opened from costa martins 2025" to capture 32 stent migrations. According to the medical advisor¿s input for patient outcome and severity, stent reposition s=3. Investigation findings conclude that a possible root cause can be attributed to patient¿s pre-existing condition or device related adverse event. The complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 32 x used device. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Costa martins et al. 2025 - efficacy and safety of self-expanding metal stents in advanced esophageal cancer: a 12-year analysis in a referral center. All procedures were done under the supervision of an anesthesiologist. Patients were placed in the supine position or left lateral decubitus. Before stent placement, an endoscopy was performed to evaluate the tumor length and location. If the tumor could be traversed, a stiff guidewire was used to guide the stent insertion; however, in cases where the tumor could not be traversed and thin endoscopes were unavailable, a hydrophilic guidewire preloaded into a catheter was used to estimate tumor length under fluoroscopic guidance. Dilatation was avoided. To mark the tumor edges, external markers or lipiodol injection in the esophageal walls was used, and the stent length was chosen to extend at least 2 cm beyond tumor edges. In all cases the indication of stent placement was a result of a multidisciplinary tumor board discussion. Stent migration was observed in 32 patients, with stent caliber being the only significant risk factor for this adverse event. 383 patients initially underwent esophageal sems placement. After exclusions (benign indications, postoperative complications, early loss to follow-up), 364 patients were included in the analysis. Sex: 291 men (80%), 73 women (20%). Mean age: 60.7 years (range 21¿94).